Manufacturer narrative:
Results: mattress. Conclusions: replacement of the mattress has been authorized.

Event description:
It was reported that the foot end section of the mattress was breaking down. No adverse consequences were reported.